Event description:
The caller reports that the customer dosed himself with insulin based on a blood glucose result of 381mg/dl on the accu-chek advantage system. Ten minutes later, he was incoherent, lethargic and unable to stand. Fifty minutes later, his blood glucose was 127mg/dl (same system). The paramedics tested the customer 10 minutes later and his blood glucose was below the detection value of the professional meter. The customer was treated with dextrose gel during transport to the hosp. The customer was treated with additional dextrose gel at the hosp. He was also given food which he consumed on his own. New system sent and return requested.